Event description:
Results of "315, 249 and 207 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Control solution was not available to perform control solution test. The meter and test strips were replaced.